Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not able to be confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information regarding the event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was black material coming from the end of the insertion tube on the gastrointestinal videoscope. The issue was found during reprocessing. There was no patient involvement.